Event description:
It was reported that the patient experienced a suspected infection. The hcp was considering options for management. It was later reported that the pump contained hydromorphone 1000 mcg; 250/day. The patient experienced skin red, hot and tender; no fever. A culture was taken and serratia marcescens was noted. The device was explanted. The health care provider indicated that the infection was due to chronic illness. The incision had never healed from the implant. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).